Event description:
It was reported that the patient had positive intraoperative cultures for c. Acnes. The patient completed 6 weeks oral amoxicillin and the issue was resolved without a sequelae.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Manufacturer narrative:
Please note the correction made to the h6 results and conclusion code: the reported event was confirmed. The devices were not returned (remained implanted in patient) but evidences were provided based on the reported data in the clinical study. Since data were provided, the opinion of a medical expert was sought and stated as following: "the adverse event of infection is not device related. It is a well-known infection type especially in males with a low-virulent skin bacteria, c. Acnes. It is known that this kind of surgical site infection can be dormant for a longer time before becoming symptomatic (several years after index) surgery, as is the case here. So, the risk factors for an infected shoulder arthroplasty device in this case are male and c. Acnes". In more detail: "the complaints were first documented 5 years after the index-surgery in (B)(6) 2021. The glenoid component gets loose shortly thereafter, documented in (B)(6) 2022. During the revision surgery in (B)(6) 2022 the surgeon takes tissues cultures intraoperatively to rule out infection as a cause of the glenoid loosening. These tissue cultures were positive for c. Acnes, confirming there was a deep infection. Therefore, with the information available, my conclusion is that this was a dormant contamination that became symptomatic 5 years after the index-surgery". Based on investigation, the root cause was attributed to a patient related issue. The adverse event of infection was caused by skin bacteria (c. Acnes disease), leading to pain and the need for revision surgery. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had positive intraoperative cultures for c. Acnes. The patient completed 6 weeks oral amoxicillin and the issue was resolved without a sequelae.